Event description:
The sales rep reported that during an acl repair, the tips of the customer's 30mm and 35mm modular drivers broke off into the fixation screws while the fixation screws were being driven into the bone tunnels. The fragments were retrieved from the body and the procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.